Event description:
It was reported that approximately one month post filter implant, the pt presented to the ER with left leg pain. A doppler study was performed, and the pt was diagnosed with recurrent dvt throughout his left lower extremity. A cavagram was performed, and the filter was identified to be slightly tilted and one filter limb perforated the vena cava, projecting out at a 90 degree angle. The filter was retrieved, and a second filter deployed. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The filter has been retained by the user facility; therefore, not available for eval. However, x-ray images and filter images were received and evaluated. The first set of images is dated 2009, and appears to be of the chest. There is no filter on this image. The second set is dated the following month, and appears to show the g2 x filter placed in the cava. The image quality is poor and there is no contrast on the images. Therefore, the proper deployment of the limbs cannot be determined. Also, the filter tip appears to be placed between the middle to the bottom of a vertebra. As there are no clear bony landmarks, the exact location cannot be definitively determined. The third set of images are dated 9/2/09, are doppler images of the dvt and does not appear to show images of the filter. No conclusions regarding the filter position can be drawn. The fourth set of images are dated 10/12/09. The images appear to show the filter tip at the same location in comparison to the placement images. However, one filter arm appears to be bent at approximately 130 degrees relative to the filter tip. The arm appears to be attached to the filter. The cavagram appears to show a side branch located near the bent filter arm. As only one view with contrast was provided, it is unk if the arm is in a side branch or if it perforated the cava wall. Also, it appears that the filter is tilted approximately 20 degrees and is against the cava wall. Another image appears to show the second g2x filter tip placed one vertebral body lower than the original filter. Two pictures from the medical records show a picture of the filter taken in front of a green background. The pictures show the filter tip parallel to the green background, and the other picture shows the filter tip perpendicular to the green background. The pictures are poor quality and no conclusions can be drawn. Two electronic images show the g2x filter after it has been removed from the pt. The filter appears to be bloody and contains clot. It does not appear that there were any broken components. All 6 arms, 6 legs, and 6 filter feet appear to be intact. The event investigation is currently underway.